Manufacturer narrative:
Integra completed its internal investigation 10/27/2016. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual examination. Results: the DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the lcx02 monitor been released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. A review of licox complaints was completed using the following key words ¿reading¿ and ¿could not duplicate¿ in the search criteria. The review encompassed dates 08-sep-2015 to 25-oct-2016. A total of (B)(4) complaints were reviewed of which (B)(4) is the single complaint occurrence to contain the search criteria. In addition to the trending of the customer complaints, a review of non conformance reports (ncrs) was completed with key words ¿calibration failure¿ in the search criteria. There were no ncr reports contained for the report failure. The failure analysis investigation could not conclusively verify the complaint as valid. The lcx02 monitor was verified as performing to specification. The monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Root cause: the lcx02 monitor was returned however, the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed.

Event description:
(Pbt02) oxygen not reading correctly. There was patient contact but no patient injury. Additional information was requested and on 15sep2016, the customer provided the following: the device was attached to the patient. The device reading was 1 mmhg for pbto2. The machine was changed and the pbto2 reading was 36. No other information was provided.